Event description:
The patient contacted animas on (B)(6) 2013 reporting that all of the buttons required multiple presses to elicit a response. The patient denied damage to the keypad. The patient reportedly wore the pump under a garment and does not clean the pump. There is no reported adverse event with this complaint. This report is made based on the allegation of the keypad response issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.